Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter?s investigation, the root cause of the se 2240 was not determined. The batch review was performed with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The patient discarded the supplies. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during dwell. The hp stated she had already cycled power and the hc alarmed se 2367. The hp confirmed nothing unusual was noted with the supplies. The technical service representative (tsr) advised the hp to start over with new supplies. The tsr further reviewed proper procedures per the user manual with the hp. On (B)(6) 2011 product surveillance spoke with the hp who stated she was unsure as to the cause of the alarm. The hp stated she did remove the top off of one of the unused supply lines. The hp confirmed she did not note anything unusual with the supplies. The hp notified the nurse regarding the alarm. The hp was continuing therapy without any other issue. There was no injury or medical intervention reported.